Event description:
Pt admitted for kidney stone and cystoscopy. Pt arrived in pacu with low sats and no respiratory effort noted. Oral airway was inserted and attempted to ventilate with ambu bag with no air exchange noted for approximately 30 secs. At this point staff realized that the new ambu bag was defective. A new abmu bag was retrieved and pt was successfully ventilated. Pt was transferred to the high observation unit with pulmonary edema subsequent to the event, but not necessarily a result of the event. Pt was treated and recovered fully. An urgent! Product recall was received by respiratory therapy in 8/01, but was not distributed throughout the facility, the recall referenced the potential for improper duck bill valve action which the hosp experienced. They have subsequently found and removed 50 units, from which they found one add'l unit with a faulty valve.